Event description:
It was reported that double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the device was contaminated of dry white powder. The customer stated problem was not duplicated. Defective downstream sensor was replaced. The cause of the reported problem could not be determined. Product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously.